Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported that the ventilator has no mains led. The customer contacted product support and requested for service assistance. The customer reported that the unit was not in use on a patient. Product support advised the customer that the power supply maybe faulty. Provided customer part ID for power supply.

Manufacturer narrative:
G4:12nov2020. B4:29nov2020. Failure analysis on the returned power supply shows that the failure of c56 prevented the power supply from operating on ac power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30apr2020. B4: 01may2020. The biomedical engineer replaced the power supply to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.